Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was stated that the replacement antenna resolved the issue.

Manufacturer narrative:
Other applicable components are: product ID: 37092, serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient programmer would not interrogate with the ins. The patient could not sync and was unable to turn on/off. A replacement programmer was sent. It was later reported that the patient's replacement programmer would not connect using the old antenna. The antenna was reportedly damaged. A replacement antenna was sent. No medical symptoms were reported. No further complications were reported.